Manufacturer narrative:
The condition of battery low alarm was confirmed through evaluation due to battery damage. The main battery was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a battery low alarm during the battery testing in the standard functional test step 9.15. This alarm would have interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.